Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said she has a really hard time getting her implant to charge. The patient said that she will finally get the recharger therapy monitor (rtm) to where it needs to be, but then if she moves the smallest amount, she will see the screen telling her no device found and to reposition the rtm. The patient said she can get her device up to 80%, but struggles to do that and it sometimes takes 2-3 hours. The patient did note that she had a fall on (B)(6) 2019. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were told to take the battery pack out of the controller and put it back in. They stated that after doing so, it started working. The patient noted that they have a hard time getting the recharger in place to charge the ins. They mentioned that every movement stops the recharging. The patient stated that the recharging issues were resolved as far as they know. No further complications were reported or anticipated.